Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the permanent cautery hook instrument's one side of the amber colored pulley assembly was broken off. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument will not be returned to isi. The risk team of the hospital is currently investigating the issue.